Event description:
It was reported that during a stent placement procedure, the stent was allegedly fractured. It was further reported that the stent allegedly migrated. Patient current status is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing related root cause was considered but the lot number was not known so that a lot history review could not be performed. Investigation summary: the physical sample was not available. One provided x-ray image demonstrates a completely fractured stent with displacement of the fractured segment inside the patient which leads to confirmed result for stent fracture and subsequent migration of the fractured stent end. Stent fracture may be related to incorrect holding/ handling leading to irregular deployment or stent elongation/foreshortening leading to increased load in the stent struts. Difficult anatomy or deployment without pta may be contributing factors. In this case procedural details were not available, but the stent was placed in the right atrium/svc which is an off label use; reportedly, there was no issue during implantation. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Holding and handling of the system throughout deployment including unpacking and preparation were found described in the instructions for use. Regarding pta the instructions for use state: 'predilation of chronic lesions with a balloon dilatation catheter is recommended', and 'post stent expansion with a balloon dilatation catheter is recommended.' Stent fracture and migration were found mentioned as potential complications and adverse events that may occur. The venovo venous stent system is indicated for the treatment of symptomatic iliofemoral venous outflow obstruction. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during a stent placement procedure, the stent was allegedly fractured. There was no reported patient injury.